Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial left ventricular (lv) lead had been previously taken out of service due to a presumed fracture. No patient complications have been reported as a result of this event.